Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use on (B)(6) 2019. At 5:40 pm, user requested an 8.37 unit bolus for 100 grams of carbohydrates and a bg of 124 mg/dl, which was reduced to 8 units due to the 8 unit maximum bolus setting. User later made a bolus request while still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 23 mg/dl with an unknown cause. The customer addressed the bg by consuming juice.